Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was clogged. The following information was provided by the initial reporter: material no:320122, batch no: 0015495. It was reported that the consumer found a few pen needles that clog and the non patient bent.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/4/2020. H.6. Investigation: customer returned (4) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the needles clog. All returned pen needles were examined and 3 out of 4 samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. The remaining sample was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 2338, FDA patient problem code: 2199.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was clogged. The following information was provided by the initial reporter: material no:320122 batch no: 0015495 it was reported that the consumer found a few pen needles that clog and the non patient bent.